Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 233 mg/dl.